Manufacturer narrative:
It is indicated that the product is not returning for evaluation. Therefore, a review of the entire testing history for the reported lot was performed. In-house testing on strip lot 384085a meets release criteria. The product performed as expected. A review of the manufacturing records for the lot uncovered one relevant nc. However, this did not affect the final release specifications. There is no indication of a product deficiency and additional corrective actions were not required. The patient has non-hodgkins lymphoma. Cancer and other chronic inflammatory conditions were identified as conditions which may contribute to discrepant inr results. A notification letter has been sent to customers to inform them of these patient conditions. The patient's blood sample may have interfered with the coagulation test and cannot be ruled out as a possible root cause for the unexpected result. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Event description:
Caller reported discrepant inratio results. Results as follows: date : (B)(6) 2016, inratio: 2.3, lab: 3.2. Time between tests: 2 hours. Therapeutic range= 2.5-3.0. Patient reports milking the finger after fingerstick.